Manufacturer narrative:
A getinge technician was sent for investigation on 2026-07-02. The reported failure could not be reproduced. The flow values were within normal limits and within the reference range of the flow testing equipment. All alarms were working correctly. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the portugal market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012 .

Event description:
The event occurred in portugal during treatment. It was reported that incorrect flow values were displayed. The customer tried to increase the rpm, but the lpm values did not change. Therefore, the flow bubble sensor was disconnected and reconnected, but the same failure occurred. The cardiohelp was replaced. No harm to any person has been reported. As a flow bubble sensor issue or any flow reading issue, can lead to a pump stop, if the intervention is set by the user and the cardiohelp was replaced during treatment, a report is required. Complaint ID (B)(4).